Manufacturer narrative:
Preliminary response: mode switch episodes have recording priority in micropport pacemakers. If a mode switch episode is recorded and a vt/vf or v burst occures, the device records the markers and the v egm within the mode switch episode. Normal behavior. Pacemakers cannot treat vf or v burst.

Event description:
Reportedly, the patient is deceaded on (B)(6) after cardiac arrhythmia. On the device, fms is recorded at this date. A police investigation is in progress to understand what exactly happened. Why the episode has not been labellized as vf or v burst inside the fms?

Event description:
Reportedly, the patient is deceased on (B)(6) after cardiac arrhythmia. On the device, fms is recorded at this date. A police investigation is in progress to understand what exactly happened. Why the episode has not been labellized as vf or v burst inside the fms?

Manufacturer narrative:
The review of provided data confirmed that the fast ventricular tachycardia that occurred on (B)(6) at 13h14 has been recorded as ¿mode switch¿ episode. The interrogation of the device took place on (B)(6) 2024. There are 3 episodes recorded: mode switch on (B)(6) 2024 at 13:14, ventricular run on (B)(6) 2024 at 9:45, it was recorded after patient death and most probably corresponds to the ventricular lead disconnection; mode switch on (B)(6) 2024 at 9:46, it was recorded after patient death and most probably corresponds to the atrial lead disconnection. The mode switch recorded on (B)(6) at 13:14 shows first an atrial tachycardia, 1:1 conducted, at 115 bpm. Then the rhythm accelerated to 180 bpm as sometimes to 220 bpm, the ventricles being unstable with probable unstable atrio-ventricular conduction. The fast ventricular rhythm, dissociated from the atria would have been recorded as ¿v burst¿ if it had started directly from sinus rhythm. Since the onset of the fast rhythm was atrial tachycardia, the device started to record ¿atrial burst¿ and then ¿mode switch¿. In pacemakers, ¿atrial burst¿ and ¿mode switch¿ episodes have priority in the record and storage rules compared to ¿ventricular burst¿. This explains why the device didn't stop the storage of the ¿mode switch¿ to start the storage of the subject ventricular tachycardia. In addition, the battery data have been reviewed and shows normal battery functioning since the implantation. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.